Event description:
A 5308 jackson operating room table malfunctioned during procedure. No harm to pt. Unclear if event occurred due to remote malfunction, user error, or if the table design contributed to user error.